Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this right ventricular lead and pacemaker displayed noise which resulted in pacing inhibition. The noise was able to be reproduced with isometrics. During the lead revision procedure, the lead was abandoned surgically and replaced. The device was explanted and replaced as it was near the elective replacement indicator. No other adverse patient effects were reported.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.